Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During ivtm therapy, the user observed an air trap alarm on the thermogard console approximately one hour after the quattro catheter insertion. The customer suspected a possible catheter leak. Per a reporter, the ivtm therapy was stopped and temperature management treatment was continued with surface cooling. The quattro catheter was not removed and the infusion lumens were used as a central venous (cv) catheter. No consequences or impact to patient was reported.

Manufacturer narrative:
The reported complaint of the quattro catheter leak was confirmed. A water emission/leak was observed at proximal luer port during lumen crosstalk test. Probable causes for the reported complaint can be a latent material defect. A visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observe blood residues on the balloons and on out lured tubing. A functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, the balloons fully inflated when pressurized up to 100 psi. No leak was observed on the balloons. However, a water emission/leak was observed at the proximal luer port during lumen crosstalk test. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for quattro catheter with lot 93275.